Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the paxgene® blood rna tube the tube was found to be broken after thawing. The following information was provided by the initial reporter. The customer stated: "the paxgene blood rna tube were stored in -80 and was found to be broken after thawing."

Manufacturer narrative:
Investigation summary: bd received 5 photographs from the customer in support of this complaint. The photos were evaluated and the issue of cracked tube was observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the paxgene® blood rna tube the tube was found to be broken after thawing. The following information was provided by the initial reporter. The customer stated: "the paxgene blood rna tube were stored in -80 and was found to be broken after thawing."